Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent positioning/placement problems were encountered. The target lesion was located in the circumflex artery. A synergy ii drug-eluting stent was advanced fro treatment. However, during stent deployment, the physician felt that the device moved backward. The device was successfully implanted and the procedure was completed. No patient complications were reported.